Event description:
It was reported there were impedances greater than 4000 ohms on some pairs. The remaining pairs are at 690 ohms. Caller reported getting (???) For impedance readings. Follow up reported the patient had their battery changed and there were no impedance issues with the new battery. Further follow up reported the battery depletion was normal and the battery was not returned. Patient was doing better.

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot # j0406171v, implanted: (B)(6) 2004, product type lead. (B)(4).